Manufacturer narrative:
The key market responder reported that the customer had the device repaired by a third-party company, and no further details could be provided regarding the resolution. It could not be determined what resolved the issue. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the jar for the water vapor separator suddenly fell, and was damaged. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.